Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Date of manufacture added. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quotation for replacement of the sensor interface board (sib) was submitted to the customer but was not approved.